Manufacturer narrative:
Concomitant products: product ID 37642, serial # (B)(4), product type programmer, patient; product ID 3389s-40, lot # v492274, implanted: (B)(6) 2011, product type lead; product ID 37085-60, serial # (B)(4), implanted: (B)(6) 2011, product type extension; product ID 37642, serial # (B)(4), product type programmer, patient; product ID 3389s-40, lot # v492274, implanted: (B)(6) 2011, product type lead. (B)(4).

Event description:
The patient never experienced therapeutic effect. He needs an MRI and eeg but was not able to get his patient programmer (pp) to ¿cut him off.¿ the programmer was totally dead and there was nothing on the screen. New duracel batteries were tried in the pp. The stimulation was turned off in (B)(6) 2013 and the device has not been checked since. At that time the batteries needed to be changed constantly. The device surgery did not work for him. His doctor said to ¿cut him off¿ because he was having problems. His health care provider (hcp) thought the electrodes were not in the right place. When programming his device, his eyes would roll up and down and would get double vision instead of it effecting his right arm. The surgeon thought he was having a stroke so he was woken up fast. He was supposed to feel tingling or jumping in the arm. He needs to get the MRI and eeg because he started getting sleepy and had loss of muscle control in june. His hcp thought he had a stroke but at the same time he had botox for his eyes because he could not open his eyes. He last had botox on (B)(6) 2013 but it did not work. After 90 days of receiving botox he started perking back up again. He was almost a vegetable. He still cannot talk very much but today the sleepiness started again. Regular energizer batteries that were new, were being used in the pp. The screen on the pp was blank. Once the batteries were switched to duracel brand the pp screen was able to be pulled up. The issue was resolved. The patient¿s hcp confirmed that they do not know about the event. He has not been seen since (B)(6) 2012.